Event description:
It was reported that thjis subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. The electrode position could be optimized. Rhythmcare then recommended reprogramming to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.